Event description:
Customer's caregiver reports meter result of 900mg/dl while using the advantage system. Meter results are out of display range of 10-600 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.